Manufacturer narrative:
Patient information was not made available from the site. Return requested. Approx 3 replacement balloon seekers were shipped to site 07/08/2016. Medtronic investigation of each of the 3 returned balloon seekers returned finds the reported problem could not be duplicated due to the cable being cut off of each instrument when received. Instruments need to be intact in order to duplicate customers complaint. Cut cable: reported issue could not be replicated. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 07/05/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose and throat (ent) procedure, the surgeon registered the patient successfully, however, during anatomical check points, 3 instruments were considered inaccurate. The 3 instruments were alleged to be inaccurate posteriorly, balloon was off 4 millimeters, frontal off by 5 millimeters, 70-degree curved suction was off 1 centimeter. The surgeon opted to continue the procedure with this knowledge and compensated during navigation. Surgeon deemed all other instruments accurate, and did not move the emitter. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Correction: the reported issue has been removed from the medtronic hardware anomaly tracking database. As the reported issue could not be replicated when tested.